Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000116962.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused ineffective therapy.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.